Event description:
Post-operatively hematomas formed bilaterally with wound dehiscence. Patient complains of continuous urine leakage. Observation of urethra vaginal fistula 3 months post surx treatment. Patient believed to have surgical repair.